Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing noise on both the right atrial and shock channels. Recent noise episodes have shown inhibition of pacing of greater than two seconds. A decrease in intrinsic amplitude was also observed, this was thought to have been related to the patient being in atrial fibrillation. No changes have been mad and the ICD remains in service. No patient harm or adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
No further changes were made to the patient's implanted system and there have been no further episodes or events reported. No adverse patient effects were reported.